Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that on multiple occasions, the customer was not able to load a new cartridge due to an error that occurred during the loading process. The contact reported that the on-screen instructions were followed during the loading process. The customer reported that there were no alarms related to the cartridges. The customer's blood glucose level was not impacted. As the loading issue was not occurring at the time tandem technical support was contacted, troubleshooting to determine a possible cause was unable to be performed.